Event description:
It was reported that the event involved a patient diagnosed with cardiogenic shock. While in the cath lab and under fluoroscopy, the intra-aortic balloon (iab) was prepped and inserted without incident via a sheath insertion. As the clinician was connecting the driveline tubing to the pump he noticed "tiny blood" in the driveline tubing. At this time the pump was not in operation. Md removed the iab and inserted another iab stating that "there was no problem when they used another balloon catheter." Md mentioned that the patient did not have "much calcification in the vessel" and the insertion was "no problem."there were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.